Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages, damaged electrode) was confirmed. As recieved, the electorde belt failed the ECG fall-off test and the current check test. Upon evaluation, there was corrosion inside ECG electrode "d". The cause of the reported problem is oxidation on the u1 inside ECG "d". The cause of the oxidation is the corrosion. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt had a damaged electrode and a patient was recieving "check therapy pad" messages.